Event description:
A hospital in (B)(6) reported via our distributor that an rt212 adult inspiratory heated breathing circuit fail the servo-s ventilator leak test before use.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint device was pressure tested and submerged in a water bath to test for leaks. Results: the reported fault was confirmed. A leak was found between the bowl and lid of the breathing circuit water trap. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the rt212 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests that the leak developed post-production. The user instructions that accompany the device state: -check all connections are tight before use. Set appropriate ventilator alarms. (B)(4).